Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette where the pumps go after ending their pd treatment. The patient stated that fluid did not come in contact with the cycler. The patient reported receiving filling slowly messages during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during an unknown phase of their peritoneal dialysis treatment. The patient stated that they received multiple filling slowly messages during fill 1 and 5 and cancelled the treatment. Upon breaking down the machine they saw the cassette was leaking by where the pumps go. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. The patient is not sure what the cause of the fluid leak was, and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were unable to complete peritoneal dialysis treatment on the night of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette where the pumps go after ending their pd treatment. The patient stated that fluid did not come in contact with the cycler. The patient reported receiving filling slowly messages during fill 1 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during an unknown phase of their peritoneal dialysis treatment. The patient stated that they received multiple filling slowly messages during fill 1 and 5 and cancelled the treatment. Upon breaking down the machine they saw the cassette was leaking by where the pumps go. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. The patient is not sure what the cause of the fluid leak was, and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were unable to complete peritoneal dialysis treatment on the night of the reported event.